Event description:
I received injections of synvisc for both knees. The last injection was (B)(6) 2015. Everything went well until (B)(6) 2015 the hives and the itching began. On (B)(6) 2015 both knees front and back started swelling and part of my thighs and hives are returning. I am having difficulty walking around. My dr. Office was notified along with a visit to see the dr. Dose or amount: injections, frequency: weekly injections. Diagnosis or reason for use: arthritis in both knees. Event abated after use stopped or dose reduced? No.